Manufacturer narrative:
(B)(4). Eval: results: based on the info provided no root cause can be determined. Restenosis.

Manufacturer narrative:
Patient has a history of diabetes. Index procedure was prompted by old mi. Approximately 15.5 months post index procedure the patient underwent revascularization of the rca due to restenosis. The patient was treated with an endeavor rx stent. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
Patient recovered from the previously reported revascularization of the rca which was carried out approximately 15.5 months post index procedure

Event description:
A driver coronary stent system and a drug eluting stent were deployed in the distal rca and the right pda during index procedure to treat a restenosed lesion which had been treated before. Procedure resulted in 0% stenosis. A f/u angiogram approximately 8 months later revealed restenosis at the site of stent implant. Poba was performed. The investigator reports that there is a causal relationship with the product, but there is no causal relationship with the procedure/drug. Pt is reported to be in remission. No additional clinical sequelae were reported.